Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket and the set screw was found in the connector bore.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, an issue with the implantable pulse generator (ipg) setscrew was observed, noting it was "impossible to screw the atrial lead in the connector." The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.